Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15968, related manufacturer reference number: 2017865-2020-15969. It was reported that the patient presented to the hospital due to unknown reasons. It was noted that fracture was found, but it was unknown which device or lead exhibited the fracture. The pacemaker system was explanted and replaced. The patient was in stable condition throughout the procedure.